Manufacturer narrative:
Onsite investigation was preformed and the field representative discovered that the large resistor inside the power factor controller (pfc) was blown due to the pfc fan power working on the motor charger board. Replacement of the motor charger board along with the pfc resolved the issue. No further issues were reported. Analysis of the returned motor charger board confirmed an electrical failure as it was blown on the back of the charger board's battery. Electrical over-stress on the rear side of the board was also discovered. The pfc was returned to manufacturer, however, no findings are yet available as the part is currently under evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while the imaging system was being transported, the battery died and it switched off, they also heard a popping noise and smelled smoke coming from the image acquisition system (ias). There was no patient present when this issue was identified.

Manufacturer narrative:
The pcba pfc board was returned to the manufacturer for analysis. Issue was able to be duplicated. The hardware investigation found that reported event was related to an electrical failure. Power resister is electrically over stressed. Unable to bench test due to over stressed component. J2 connector on pcb is missing.